Manufacturer narrative:
Updated section d9 (device availability), h3 and h6 (type of investigation). H3: evaluation summary: customer report of pannus was confirmed. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 and 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Sewing ring cloth had multiple cuts around the valve. Lab findings were aligned with customer photos. H11: additional manufacturer narrative: two images were provided and reviewed. Report of pannus was confirmed. Both images showed an explanted valve with blood residues in both inflow and outflow aspects. What appear to be host tissue was observed on two leaflets at the inflow aspect and on the stent circumference next to a commissure at the outflow aspect. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil a 58-year-old patient with a valve model 3300tfx21mm implanted in aortic position, was planned for reintervention because one of the valve leaflets was not opening after an implant duration of approximately three (3) months and four (4) days.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions) corrected data in section h6 (type of investigation): 3331 - analysis of production records. Code removed. H11: additional manufacturer narrative: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
Added information to b7 (other relevant history, including preexisting medical conditions), d6b. (If explanted, give date) and h6 (type of investigation). Updated section b5 (describe event or problem), h6 (impact code), h6 (clinical code), h6 (device code) and h6 (type of investigation). H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from brazil, a valve model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of four (4) months and twelve (12) days due to pannus. As reported, the prosthesis maintained intact structural functionality; however, pannus was adjacent to the left ventricular outflow tract, compromising the mobility of one of the valve leaflets and resulting in significant valve insufficiency. This tissue was present mainly in the non-coronary leaflet, with extension to the other leaflets in a smaller proportion, and with a small paravalvular leak (approximately 0.3 cm) in the same leaflet. One week after the implant of the subject device, the patient had an episode of hemorrhagic stroke, which was properly controlled with the use of anticoagulants, without subsequent complications. After the event, the patient was discharged from the hospital. After one and a half months, the patient returned to the hospital complaining of extreme tiredness. An echocardiogram revealed the absence of thrombus in the prosthesis but identified a malfunction: two leaflets were functioning normally, while one had restricted mobility. The affected leaflet was the right coronary artery of the prosthesis. Computed tomography angiography (cta) ruled out any obstruction or thrombus. During the explantation process, pannus was carefully removed to reestablish an adequate flow in the left ventricular outflow tract and a 21mm surgical valve was successfully implanted in replacement with a favorable outcome. As reported, the valve dysfunction observed was not attributed to the prosthesis itself, but rather to the presence of regenerative subvalvular tissue, which compromised the full opening of the leaflets.